Manufacturer narrative:
Batch review performed on 31 march 2026: ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 1902997: (B)(4) items manufactured and released on 11-jul-2019. Expiration date: 2024-jun-25. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot 1902885: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-apr-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a hip dislocation of the head and liner in the right hip and the cause is unknown. There was no indication of a fall or trauma. At about 6 years and 4 months post primary the surgeon revised the medacta mpact shell and liner to a competitor shell and liner, and revised the medacta stem to a same size stem, and 36mm biolox head to a 28mm biolox head. The surgery was completed successfully.